Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, there was narrow pulse pressure and poor distal flow to pedal pulse from impella groin site. Antegrade sheath was placed for improved distal flow to the foot. In addition, there were suction alarms on impella support with elevated central venous pressure. They were unable to resolve by checking position and fluid management. Decision was made to escalate care tandem heart and the impella cp was successfully removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.